Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-34, serial#: (B)(6), ubd: 26-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was loaded once and the load was checked visually, tactilely, and under fluoroscopy. No misload was identified. Pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) non-medtronic balloon. On the first deployment attempt, the valve dislodged. On the second deployment attempt, an infold was observed. The system was withdrawn from the patient and a new valve and delivery catheter system (dcs) were used to complete the procedure. It was noted that annular calcification was present, but did not contribute to the infold. No adverse patient effects were reported.